Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that after 25 days dental implant was installed in intraoral region 13#, its non-osseointegration was observed. In addition, 55ncm of primary stability was achieved, the patient presented bone type iii and the patient implant was performed.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that after 25 days dental implant was installed in intraoral region 13#, its non-osseointegration was observed. In addition, 55ncm of primary stability was achieved, the patient presented bone type iii and the patient implant was performed.